Event description:
The physician reports that the crystalens seemed to stick to the packaging and he noticed the lens haptic was torn upon removal from the packaging (prior to loading in the cartridge). No pt contact reported, however, the device had been handled by the physician. It is unk whether the lens damage was caused by handling or was present prior to handling.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.